Event description:
It was reported that a pump alarm was triggered during pumping, but there was no adverse impact to the customer's blood glucose level. The customer had experienced similar alarms with the pump before. Technical support decided to replace the pump as it was still under warranty. The customer acknowledged how to put the pump into storage mode and agreed to use manual daily injections as a backup therapy while awaiting the new pump. They also agreed to return the problematic pump using a pre-paid label.